Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event on the complaint date. Unrelated to the original complaint, evidence of moisture contamination was found behind the display lens. The pump intermittently powered up with the returned battery cap. Evidence of moisture contamination was found on the underside of the battery cap. The battery cap measured within specifications. A test battery cap was used for all testing. The pump powered up with a test battery cap. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. A load/step malfunction occurred during each load attempt. The leak test showed leaks at the battery compartment crack. The pump case was removed to find evidence of moisture contamination inside the pump on multiple printed circuit board components including transceiver board and force sensor components. The intermittent power allegation condition was due to battery cap/compartment moisture and battery compartment damage. The load/step malfunction was due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The battery compartment was alleged to be cracked and the display to be blank. The pump was alleged to have vibratory and auditory functionality upon start up. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.